Manufacturer narrative:
A4-a6:unk. H6: off-label - acd<3.0. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -10.0 diopter, was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was removed due to low vault without rotation. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
Corrected data: g3: should be corrected to 09-jan-2024. Claim# (B)(4).